Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to prime. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The insulin pump alarmed no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump received with minor scratches on lcd window.